Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted because analgesia was not satisfactory. There was no problem noticed with the patient. Analysis of the pump was requested as 6000 micrograms per milliliter fentanyl was in the pump. The patient dose was 2003.5 micrograms per day of fentanyl.

Manufacturer narrative:
Analysis of the pump revealed pump miscellaneous overinfusion, undetermined root cause; pumphead deformed pump tube. Dispense accuracy testing indicated an over infusion during the retest. The initial dispense test shows a real odd graph. Destructive analysis found white crystallized material in the pump head and on pump tube. The pump tube was also discolored, deformed in shape, hardened and a loss of elasticity when subjectively compared to other pump tubes. Analysis of the catheter revealed no significant anomaly, catheter pump connector damaged at explant. Results code 1023 no longer applicable.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.